Event description:
It was reported that the atrial lead had low pacing impedance. The patient was in chronic atrial fibrillation. Reprogrammed implant detection off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694958, lead, implanted: (B)(6) 2005; c4tr01, implantable pulse generator, implanted: (B)(6) 2013. (B)(4)